Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
A customer reported that the unit of measure on their freestyle flash had changed from mg/dl to mmol/l. The customer reports not taking her medication due to readings in the incorrect unit of measure. The meter was returned and product testing on the meter confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.